Manufacturer narrative:
(B)(4). Log review pending. Logs have been received, but the eval has not yet begun. A f/u report will be submitted once the logs have been evaluated.

Event description:
Customer reported an over infusion of cytarabine 6000mg in 330ml fluid (250ml bag plus additional volume for medication). The cytarabine-high dose was to infuse over three hours. A little over an hour later, the day nurse and the evening nurse found the bag completely empty. They both looked at the pump settings and determined that the settings were correct. There was no pt harm. The nurse stated the pump was reading "low battery" even though it was plugged in. Although requested, no additional pt or event info was provided.